Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Mfg site name - (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted into the patient on (B)(6) 2016. According to the complainant, post procedure, the patient experienced pain and bleeding. She was given narcotics to manage the pain. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.